Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported a comparison of 27 mg/dl and 33 mg/dl on performa system 1, 93 mg/dl on performa system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.